Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5. Ref MFR report #'s: 1627487-2013-11214, 1627487-2013-11215, 1627487-2013-11216 and 1627487-2013-11218. The pt had four leads (one pair was the same model/lot and another pair was the same model/lot). It was reported the pt's scs system was explanted in (B)(6) 2010. The reason was due to the ipg not retaining a charge, burning sensations experienced when the ipg was on, overstimulation that caused bruising on the leg, and leg spasms. Reprogramming attempts were tried to no avail.